Event description:
It was reported that the patient's epicardial left ventricular (lv) lead had loss of capture, increased and high impedance, and a possible fracture. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-53, lead, implanted: (B)(6) 2003; c2tr01, ICD, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The analyst commented that there were no anomalies observed regarding the returned lead proximal segment. All electrical testing was within specified parameters.

Event description:
It was further reported that the lead was extracted.